Event description:
In 2009, it was reported that during suctioning procedure, a male pt died. The device (model# 74000, portable rechargeable battery operated suction pump) used in this incident failed to operate due to uncharged battery. The initial reporter (paramedic) indicated that they were not keeping the device on charge and testing it per the operations manual and that caused the device not to function to specifications. The initial reporter also stated that in his opinion the device used in this incident did not cause or contribute to the pt outcome. They were able to eventually clear the airway using a back up suction device.

Manufacturer narrative:
A review of the info received revealed that the device involved in this incident failed to function due to uncharged battery. The operating instructions and maintenance manual provided with this model (#74000) requires weekly inspection including battery charging and also suggests to keep the battery connected to the charging source at all times when the unit is not in use. We also reviewed device history record for this serial number, and no abnormality was found. Based on the info provided, we concluded that the operating instructions and maintenance manual was not fully followed by the user; this was also reported by the initial reporter. The lack of battery maintenance caused the device not to function as expected.